Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d154atg, implantable cardioverter defibrillator, 2007-(B)(6), 5076, implantable pacing lead, 2007-(B)(6). (B)(4).

Event description:
It was reported that the pace-sense portion of the right ventricular (rv) lead is experiencing rising thresholds. A new rate sense lead was implanted. No patient complications have been reported as a result of this event.